Event description:
The complainant reports staff "failed to remove the catheter" from the patient due to "non-deflation" of the retention balloon. The complainant further reports a urologist was called in and "pricked" the upper third of the foley catheter with a needle which caused the retention balloon to deflate.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.